Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the insufflation unit was used with an intraperitoneal pressure of 10, but the pressure did not stabilize at 8-15 or more and a pressurization alarm continued to sound. The issue occurred during a therapeutic laparoscopic procedure. The device was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h7, h9, h11. The device was returned to olympus for inspection and the reportable malfunction was could not be reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device: